Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope eyepiece came off while trying to use. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Device code changed to "detachment of device or device component. "Internal complaint number: (B)(4). Auto number: (B)(4). This is a reusable OEM device; therefore, a serial history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial conforms to all applicable product specifications. The device was returned to the factory for investigation. Signs of clinical use was observed. There was no evidence of blood detected. There were no visual defects detected. The customer made reference to the eyepiece of the endoscope being detached. The eyepiece is designed to be unscrewed from the device by twisting it counter clockwise. The eyepiece was intact when the device was returned, and was able to be unscrewed and screwed into place upon attempt. There were no defects detected with the eyepiece. Based on the returned condition of the device, and the results of the investigation, the reported failure "detachment of device" is not confirmed.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope eyepiece came off while trying to use. A replacement device was used to complete the procedure. No patient involvement.